Event description:
During a pre-use check the ventilator was turned on and a pre-use check attempted. During the first test the unit indicated fault code 33, a pc1771 board problem. It also indicated that the display was disconnected although the display was what gave the fault indication. No pt involvement or injury occurred.